Event description:
It was reported that during routine inspection testing, it was observed that the electric pen drive device did not work properly. During in-house engineering evaluation, it was observed that the device had no power. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the observed that the device had no power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn components and seal deterioration from immersion during cleaning, which is failure to follow directions for use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.